Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error related to the device's internal battery not charging was discovered. The device's power management board was replaced to address the issue.

Manufacturer narrative:
A ventilator was returned to the manufacturer for routine preventative maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error related to the device's internal battery not charging was discovered. The device's power management board was replaced to address the issue. The power management board was returned to the product investigation laboratory (pil) for further evaluation. The pil could not duplicate the error. The pil has determined that the power management board functions as designed and could not duplicate the allegations. The power management board was scrapped.